Event description:
The patient experienced shocking sensation when changing from a sitting or laying position, most recently after sitting on a couch. It felt like the stimulation "went dead" right before the shocking. These instances occurred three days in 2009. Further information is being requested from the hcp.